Event description:
It was reported that the patient underwent generator explant a couple of weeks after reimplant. The reason for explant was due to infection and associated dehiscence, and it was also noted that the patient has an allergy to cobalt and chromium, which both are present in portions of the vns device (chromium in the stainless steel connector pin, and connector ring, cobalt in the lead body conductor). Device history record was reviewed for both the generator and lead. Both devices were sterilized prior to distribution, and no unresolved non-conformances were found prior to distribution. No additional relevant information has been received to date. Product return and device evaluation is not necessary, as the reported infection is not related to the functionality, or delivery of therapy of the device.